Event description:
This case was reported by a lawyer and described the occurrence of zinc toxicity in a female, pt, who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip original denture adhesive cream (formulation number (B)(4)) and fixodent. In 1999, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced "zinc toxicity, nerve damage, dizziness, tingling of extremity, numbness of extremities, burning of extremities, pain in extremity, and weakness in extremity. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. According to the legal complaint, the pt experienced "zinc toxicity and extensive nerve damage, resulting in dizziness, tingling, numbness, burning, pain, weakness to her hands, arms, legs and feet." The pt "suffered severe and permanent physical injuries including, but not limited to, profound and permanent neurological injuries." It was further reported the pt's "injuries and damages are permanent and will continue into the future." Follow up info was received on 05/10/2011 vial medical records. On (B)(6) 2009, the pt reported bilateral paresthesias as presenting in a stocking distribution and more prominent at night, intermittent aching and cold feeling in the distal lower extremities. Electromyogram (emg) studies showed evidence suggesting an axonal and demyelinating peripheral polyneuropathy involving sensory and motor fibers in both lower extremities. On (B)(6) 2009, the pt reported inadequate response with the use of zonalon cream to treat distal lower extremity sensory neuropathy. On (B)(6) 2011, it was noted the pt had a history significant for being overmedicated on opioids. On (B)(6) 2011, the pt's copper level was 203 mcg/dl (normal 70 to 155) and zinc level was 168 mcg/dl (normal 70 to 150). This case was upgraded to medically serious after further assessment by gsk.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).